Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported system error 105 which was not reproduced but confirmed during a review of the device event history log. Evaluation found no failures or anomalies with the motor flex and encoder board. No component causality could be found. Due to the invasive nature of the internal motor inspection, the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.